Event description:
No additional information.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows six fully assembled loose syringes. One plunger rod is completely broken, while the other five plunger rod and all six barrels exhibit severe damage that compromises form and function. The observed conditions are non-conforming per product specifications. The potential root cause for the plunger and barrel damage is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4270029. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 301027, batch#: 4270029. It was reported that the bd syringe 5ml ll bns barrel flange / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Defective syringes that were found in item # 301027 lot # 4270029. Although these passed our receiving inspection since we only found six, but I wanted to make you aware of what we found which is unacceptable. We do not perform a 100% inspection our process is aql only. We don¿t know if other bags have defects in them. Do you know what can cause something like this to happen. Also may I please have your inspection criteria for something like please find attached a photo of defective syringes identified in item #301027, lot #4270029. Although only six defective syringes were found and they passed our receiving inspection, I wanted to bring this to your attention as it is unacceptable. We conduct aql-based inspections rather than 100% inspection, so we cannot be certain if other bags may contain defects as well.